Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two universal reduction screws had loose heads post-operatively. This was noticed thirty-six days after implant procedure for a scoliosis correction procedure. A revision surgery was performed on (B)(6) 2014 and the screws were explanted. The patient status following the revision surgery is reported as okay. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Date of event: unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the devices were received; all the implants show normal traces of use. The screws are highly angulated, bushing is distorted and plastically. The reported complaint situation using the returned devices cannot be replicated in a functional test. The implants / screws were used in the ilium, which is not indicated. In the surgical technique section indications and contraindications it is stated that the universal reduction screw is intended to be used between t1 and s2. The angulation and force on the screw in the ilium are potentially too high and can potentially lead to the described failure. It cannot be determined whether the above mentioned factors have contributed or caused the described event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per a review of the x-rays, the bilateral rods are detached from screw construct at caudal portion as well and one set cap appears to be off and one tulip head appears to be detached. This is report 3 of 11 for (B)(4).